Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. According to the complainant, approximately 5 minutes into the ablation phase of the procedure, a fluid loss alarm occurred. The physician reported that fluid could be seen dripping from the speculum that had been placed in the patients cervix. The physician then paused the machine, added an alice clamp, and the fluid leak from the cervix stopped. The physician then proceeded and was able to complete the case. At procedure closing, as the speculum was removed from within the patient, the physician noticed a 1 cm pinkish area in posterior vagina with no cervical involvement. She classified the burn as being superficial to, at most, a very minor 1st degree. No external anatomy was involved. The physician then applied silvadene cream to the affected area and sent the patient home. No other medications were given or prescribed. The patient was seen (B)(6) days post procedure. The doctor observed the pink spot in the vagina was no longer present. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.